Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation; however, it is unknown when the sample was received. An actual sample was received for evaluation. A visual examination of the sample confirmed the reported condition of a puncture in the line. The root cause of this condition was attributed to the set changing orientation during packaging in the pre-formed plastic pouches and being cut. A part of the set was protruding out of the plastic pouch and when the packaging machine indexed to seal the loaded pouch, the protruding part was caught in the seal between the plastic pouch and the paper. To minimize such defect, all personnel involved in the manufacturing/packing of involved product were made aware of the reported defect and were sensitized to ensure strict adherence to product specifications. Also, new sensors were installed onto packaging sealing machines (tiromat and multivac) in order to detect any set left protruded from its pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a continu-flo primary solution set in which a leak occurred. According to the report, it looks like there is a punctured area in the line. The condition was identified while priming prior to attaching it to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.